Manufacturer narrative:
The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The device was swapped out with a different device to use on the patient. No medical intervention provided to the patient, nor a delay was noted. The manufacturer's product support engineer (pse) evaluated the device and could not duplicate the reported problem. Upon further evaluation it was observed within the event log that there was an ER 1125 cooling fan speed error message, and the power on/off led was observed to be unable to illuminate. Therefore, the power switch overlay and the cooling fan will need to be replaced. The pse replaced the cpu board as preventative measures against recurrence. Unit passed required performance verification tests per philips¿s standards.

Manufacturer narrative:
The cpu pcba was returned for analysis. The reported issue could not be duplicated. There were no faults found.

Event description:
It was reported to philips that "check vent: backup alarm failed" alarm occurred while the device was in use on a patient. The customer reported there was no patient harm or user harm at the time the issue was discovered. The medical engineer (me) said the hospital replaced the device with the same model (v60). The sales representative visited the hospital, observing the device was functioning properly after rebooting. He carried out a test run in his sales office, but no alarm occurred.